Event description:
It was observed during the device evaluation that the colonovideoscope had foreign objects present in the auxiliary jet tube, and foreign objects were also found in the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the foreign objects to remain in the channels of the scope could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.